Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the balloon delivery shaft was fractured, and the fractured part was removed from the patient. The procedure was completed with another of same device. There were no patient complications. Patient was stable.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: fg quantum maverick, mr 3.5mm x 12mm was returned for analysis. Visual and tactile inspection identified a break in the hypotube 53cm distal to the distal end of the strain relief. No issues identified in the shaft polymer extrusion profile. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Distal tip showed no signs of damage. A single device image was returned with this complaint of the device looped inside the inner pouch with a clear view of the reported shaft break.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced for dilation. However, the balloon delivery shaft was fractured, and the fractured part was removed from the patient. The procedure was completed with another of same device. There were no patient complications. Patient was stable.